Manufacturer narrative:
Pod was returned with the needle mechanism fully deployed. No damages or defects were observed that would contribute to the dislodging of the exposed portion of the soft cannula. The exact cause of the reported event could not be determined. Pod was returned with adhesive pad. The adhesive pad and adhesive pad welds were free of damages and defects that would cause the adhesive pad to separate from the device. No problem was found. No damages or defects were present in the fluid path that would cause the reported leaking during wear. The pod data contained no evidence of any timeouts or drive stalls suggesting the pod did not struggle to deliver insulin. A leak test was performed, and no leaks were observed along the complete fluid path. The investigations found no damages or defects that would cause the pod to leak during wear. No problem was found.

Manufacturer narrative:
The device has been returned/received to date. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was separating from the adhesive pad causing the adhesive pad to peel up and the cannula to dislodge. Leaking at the infusion site was also reported.